Event description:
On 11th feb 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-3636, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 5, the surgeon encountered an issue where a knot was formed on the repair suture while advancing it into the bone which prevented proper tensioning. This was detected during a (B)(6) on 10th feb 2026. The procedure was completed successfully by opening a new ar-3636.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.